Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet was delaminating, with the screen peeling off. The device remained in use at the time, but a replacement ilet was arranged. No blood glucose impact or user injury was reported.